Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during incoming inspection, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The electrodes were tested with a g5 device without duplicating the report. A visual inspection found no discrepancies. Review of the device log showed no errors. No trend is associated with reports of this type.